Event description:
The customer reported that the fiber cap detached and that the system's fiberlife safety function activated and sent the laser system to standby during a prostate procedure. It is unknown if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. Additional details were requested by the manufacturer and have not been obtained. It was reported that the case was completed by turp. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00664).

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. Upon analysis of the returned fiber, the fiber's metal cap was found to be detached and the glass cap showed signs of devitrification. The metal cap was not returned by the customer. The fiber condition would likely result in activation of the system's fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, a detached metal cap would also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The components (B)(4) fiber and (B)(4) cap are associated with the device (B)(4) break. The components (B)(4) fiber and (B)(4) cap refer to the results (B)(4) thermal problem.